Manufacturer narrative:
A photo and x-ray were returned for review. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The pro code for the MRI l/p port w/brov 6.6f products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly experienced suction issues, detachment of device or device component, and dislodged or dislocated. This information was received from one source. The event involved a patient with no known impact to the patient. The patient was female, age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly experienced suction issues, detachment of device or device component, and dislodged or dislocated. This information was received from one source. The event involved a patient with no known impact to the patient. The patient was female, age and weight were not provided.

Manufacturer narrative:
H10: this malfunction was reassessed and determined to be reportable as a serious injury and reported under emdr 3006260740-2020-00591. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The pro code for the MRI l/p port w/brov 6.6f products is identified in d2. H10: the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned to the manufacturer for evaluation; however a photo and 2 images have been received. A photo and the image evaluation confirmed obstruction of flow (unable to aspirate) and break. Further evaluation of the images and photo review identified that the trending device code (2170 - suction issue, 2907 - detachment of device or device component and 2923 - dislodged and dislocated) has been removed. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10:g4 h11: h6 (removed device code - 2170 - suction issue, 2907 - detachment of device or device component and 2923 - dislodged and dislocated, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.